Event description:
New vm4 has malfunctioning noninvasive blood pressure amplifier (nibp). Unit seems to calibrate fine, but when in a clinical application, the unit generates grossly incorrect readings, both on a simulator and on a person. Examples are using a simulator to generate 120/80 bp with an adult cuff and the unit on the adult profile, yet the monitor generates readings of 150s/90s. On a patient with similar bps to the simulator, the unit indicates readings from 140s to 180s in systolic measurement. The original equipment manufacturer (OEM) has been notified of this issue and has instructed us to send the units in for bench repair.======================manufacturer response for sure signs vm4, sure signs vm4 (per site reporter).======================OEM has been notified of this issue and has instructed us to send the units in for bench repair.